Event description:
It was reported that the infusion device restarted without first displaying an error or alert message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.